Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read "high" (>27.8 mmol/l,>500 mg/dl) while the pod was worn on the abdomen. The patient went to the emergency room and was then admitted to the hospital. The patient was placed on a sliding scale and given potassium as treatment. She was reported to be in and out of consciousness during the admission, and was released after 1 day. The pod was discarded at the hospital. The patient also noted they had sensor connections issues and battery issues, a replacement device has been sent.